Event description:
Customer calls to report that she had to force the insulin into this pod. She did hear a crunching sound, yet she activated and placed the pod, wore it from 10a-6pm, and her blood glucose (bg) got up over 300 mg/dl. Customer stated that another pod had done this in the past, and her bg got very high, so she removed this pod, and activated a new one. No product being returned.

Manufacturer narrative:
The product will not be returned so no eval is possible. The customer noticed a "crunching" sound during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect and crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of her high blood glucose and started a new pod.